Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient was seen in the clinic and the device had no output. The device was found to be at elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.